Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that these right atrial (ra) and right ventricular (rv) leads exhibited increased/high pacing thresholds, all other measurements were noted to be stable and within normal limits. Suspecting slight dislodgement, the physician elected to perform a revision procedure to replace the leads. The rv lead could not be extracted and was surgically abandoned as a result; the ra lead was successfully explanted. New active fixation leads were then implanted without consequence to the patient and procedure completed. The ra lead is not expected for return and analysis as it was intentionally damaged to facilitate explant. No adverse patient effects were reported.